Event description:
It was reported to boston scientific corporation that a cold snare was used in the ascending colon during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the cold snare failed to cut and required multiple attempts to be removed. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.